Event description:
Customer reported the unit's screen went blank during a case. There was no reported pt injury. Datex-ohmeda investigation into the reported occurence is still ongoing. A follow-up report wil be issued when the investigation has been completed.